Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that an unknown meter read inaccurately high compared to another unknown device. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy first occurred at 1:30pm on either (B)(6) 2015. The patient could not provide any specific results which were obtained at this time. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results, and in response to the alleged high result they took an additional 20 units of novorapid insulin. The patient stated that 30 minutes after taking this additional insulin their left hand was "shaking" which they associated with having hypoglycemia. The patient stated that in response to this symptom they self-treated by consuming a "jam sandwich" and stated that they felt "better" after this. At the time of troubleshooting the csr noted that the patient's doctor had already disposed of the subject meter, so no troubleshooting could be done. The patient was sent a replacement meter. This complaint is being reported because the patient claims to have obtained an inaccurate reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.